Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/12/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data as there was no data available for the time period of seven days before date of issue. The root cause could not be determined. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The battery was charged. Upon starting the unit, the receiver was observed to be perpetually rebooting. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.